Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The actual date the incident occurred is unknown. The date entered in section b3 is based off the customer reporting that the event occurred ¿one month ago¿ from adc awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc blood glucose meter powering on and off after test strip insertion. Customer further reported experiencing hyperglycemia with a symptom of ¿need to urinate¿. Customer was seen at a hospital where they were diagnosed with hyperglycemia and administered insulin (type/dose unknown) injection for treatment. There was no report of death or permanent injury associated with this event.